Manufacturer narrative:
A field service engineer (fse) performed the yearly maintenance and verified that the instrument is operating within specifications. The investigation was unable to determine a direct root cause; it was determined that the service action resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number is 863540, and the expiration date is 31-dec-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine result from the cobas c 303 analytical unit for one patient. The initial result was 260 mol/l. The patient previously had normal creatinine results. With a new sample on (B)(6) 2025, the result on a different cobas pure was 55.7 mol/l.